Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ if additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2007, the patient underwent surgery for repair of an incarcerated ventral hernia. As reported, a bard/davol composix mesh, (B)(4), lot number 43cpd254 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2007, the patient underwent an additional surgery to remove infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the device may have caused or contributed to the events as alleged. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ if additional information is obtained, a supplemental MDR will be submitted. Addendum #1: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the available information provided, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of composix mesh this obese patient with complex medical/surgical history was diagnosed with infection, wound dehiscence, seroma, fibrosis, necrosis and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list seroma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to correct the imdrf annex e grid. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h6 (imdrf annex e grid) this supplemental emdr represents mesh - composix (device #1). Additional emdr's were submitted to represent phasix mesh (device #2) and phasix mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2007, the patient underwent surgery for repair of an incarcerated ventral hernia. As reported, a bard/davol composix mesh, reference number (B)(4), lot number 43cpd254 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2007, the patient underwent an additional surgery to remove infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with several incisional hernias and incarcerated small bowel obstruction thereby underwent open repair with the implant of composix mesh (device #1). Per operative notes, "identified a large ventral hernia just to left of the umbilicus which contained a knuckle of small bowel and incarcerated omentum. The hernia defect was exposed with some omental adhesions. Several additional small incisional hernias were converted into one large midline fascial defect and removed along with adhesions. A composix mesh (device #1) was then cut to appropriate shape and sutured to the edges of the fascia circumferentially using sutures." (B)(6) 2007 to (B)(6) 2007 - patient was admitted with abdominal wound dehiscence, infection and abdominal pain thereby underwent drainage with wound vac. (B)(6) 2007 - patient was diagnosed with mesh infection thereby underwent repair with removal of the mesh (device #1). Per operative notes, "the patient had an open wound with exposed hernia mesh. Mesh edges were identified and the mesh (device #1) was dissected from surface of the fascia along with the sutures. Wound vac was placed." (B)(6) 2009 to (B)(6) 2009 - patient was diagnosed with chronic nonhealing abdominal wound thereby underwent debridement and reconstruction of wound with a skin graft. (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of phasix mesh (device #2). Per operative notes, "after complete lysis of adhesions, a large hernia sac was taken down. The fascial defect was repaired with piece of biological mesh which was placed in the space under the obliques on the right, under the peritoneum on the left and sutured. To add strength a piece of phasix mesh (device #2) was placed as an onlay, sutured to lateral aspect of external oblique and drains were placed." (Note, no product identifier provided for phasix mesh (device #2)) (B)(6) 2015 - patient was diagnosed with open wound after previous incisional hernia repair thereby underwent open repair with the implant of phasix mesh (device #3) and panniculectomy. Per operative notes, "the upper part of the wound in the midline incision, flaps were created on the right and left sides, taking it off the previous phasix mesh (device #2) closure. A piece of phasix mesh (device #3) was then placed under the flaps to add additional strength to the abdominal wall and sewn in place to the fascia and wound drain was placed." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia and adhesions thereby underwent repair with implant with biological mesh. (Note, there was no mention/visualization of phasix meshes (device #2 and device #3) during this procedure) (B)(6) 2017 to (B)(6) 2018 - patient underwent treatment of open abdominal wound and moderate amount of serous discharge was noted. Attorney alleges that patient had hernia recurrence, adhesions, mesh removal, debridement, reconstruction, pain and emotional injuries.

Event description:
It is alleged by the patients attorney that on 8/11/2007, the patient underwent surgery for repair of an incarcerated ventral hernia. As reported, a bard/davol composix mesh, reference number (B)(4), lot number 43cpd254 was implanted to repair the hernia defect. It is alleged that on 9/24/2007, the patient underwent an additional surgery to remove infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix. Addendum per additional information provided: 11-aug-2007 - patient was diagnosed with several incisional hernias and incarcerated small bowel obstruction thereby underwent open repair with the implant of composix mesh (device #1). Per operative notes, "identified a large ventral hernia just to left of the umbilicus which contained a knuckle of small bowel and incarcerated omentum. The hernia defect was exposed with some omental adhesions. Several additional small incisional hernias were converted into one large midline fascial defect and removed along with adhesions. A composix mesh (device #1) was then cut to appropriate shape and sutured to the edges of the fascia circumferentially using sutures." 30-aug-2007 to 10-sep-2007 - patient was admitted with abdominal wound dehiscence, infection and abdominal pain thereby underwent drainage with wound vac. 24-sep-2007 - patient was diagnosed with mesh infection thereby underwent repair with removal of the mesh (device #1). Per operative notes, "the patient had an open wound with exposed hernia mesh. Mesh edges were identified and the mesh (device #1) was dissected from surface of the fascia along with the sutures. Wound vac was placed." 06-oct-2009 to 26-oct-2009 - patient was diagnosed with chronic nonhealing abdominal wound thereby underwent debridement and reconstruction of wound with a skin graft. 11-jun-2014 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of phasix mesh (device #2). Per operative notes, "after complete lysis of adhesions, a large hernia sac was taken down. The fascial defect was repaired with piece of biological mesh which was placed in the space under the obliques on the right, under the peritoneum on the left and sutured. To add strength a piece of phasix mesh (device #2) was placed as an onlay, sutured to lateral aspect of external oblique and drains were placed." (Note, no product identifier provided for phasix mesh (device #2)) 04-mar-2015 - patient was diagnosed with open wound after previous incisional hernia repair thereby underwent open repair with the implant of phasix mesh (device #3) and panniculectomy. Per operative notes, "the upper part of the wound in the midline incision, flaps were created on the right and left sides, taking it off the previous phasix mesh (device #2) closure. A piece of phasix mesh (device #3) was then placed under the flaps to add additional strength to the abdominal wall and sewn in place to the fascia and wound drain was placed." 12-jul-2017 - patient was diagnosed with recurrent incisional hernia and adhesions thereby underwent repair with implant with biological mesh. (Note, there was no mention/visualization of phasix meshes (device #2 and device #3) during this procedure) 10-aug-2017 to 13-mar-2018 - patient underwent treatment of open abdominal wound and moderate amount of serous discharge was noted. Attorney alleges that patient had hernia recurrence, adhesions, mesh removal, debridement, reconstruction, pain and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the device may have caused or contributed to the events as alleged. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ if additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the available information provided, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of composix mesh this obese patient with complex medical/surgical history was diagnosed with infection, wound dehiscence, seroma, fibrosis, necrosis and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list seroma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, f12, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date) this supplemental emdr represents mesh - composix (device #1). Additional emdr's were submitted to represent phasix mesh (device #2) and phasix mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.